Manufacturer narrative:
(B)(6). The actual device was returned for service. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that it was noted in the service order that the air oscillator device engine was warming up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.